Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. Customer also reported several no delivery alarms. Customer stated the insulin pump was not dropped or bumped. The customer's blood glucose was unknown. Customer declined to return the insulin pump for analysis.